Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was unknown. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that insulin pump was shut off and they tried 3 different batteries. Customer also reported that insulin pump had insulin pump error. Customer stated that they are unable to clear the alarm. Customer also reported that display did not return. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a21 alarm and no blank display anomaly noted during test. (B)(4).